Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos), were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for plunger rod separates and plunger rod incorrect placement due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a plunger error occurred before use with a syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp. The following information was provided by the initial reporter, "when removed the plunger cap, the plunger rod was also pulled out with the plunger cap.¿ incorrect placement of the plunger rod". The customer mentioned that there are some syringes with a gap between stopper the tip of barrel, but other syringes are not . In other words, the stopper position is different in each syringe before opening a plunger cap.